Event description:
It was reported that "post motor vehicle accident, resulting in ligaments injury causing instability. Pt was revised to a thicker insert."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.